Manufacturer narrative:
(B)(4). Date sent: 6/9/2021. D4: batch # u5el04. H6: mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload (c) was received fully fired with damage on reload deck and the reload notches. No functional test was performed due the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information received: the procedure was a thoracoscopic pneumonectomy. The device was used on the lung parenchyma. The device loading gst60g was fired at the 1st firing. At the 2nd firing, the device loading gst60g clamped the target tissue and was attempted to fire, but the target tissue was too thick, so that it was removed from the patient to replace the cartridge, then it was found there was a small green foreign matter inside the abdominal cavity. The sales rep commented the device might be a pcee60a. The cartridge was replaced to gst60t, and the device was fired to complete the case. The deployed staples were formed properly. The patient¿s condition is stable. Additional information was requested, and the following was obtained: could you please provide more details how the piece was retrieved? The piece was remained in the abdominal cavity. Was there any change in the procedure? No. If yes, please explain.

Event description:
It was reported that during a pneumonectomy, gst60g was used at the 1st firing. At the 2nd firing, gst60t was about to be loaded, then it was found there was a green small foreign matter in the abdominal cavity. It was too small to retrieve by a forceps. When the sales rep checked the cartridge, it seemed a part of the staple drivers were cracked a little. Another device was used to complete the case. There were no adverse consequences to the patient.